Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI percutaneous lead kit, 74 cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no immediate course of action will be taken at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was that the ipg was tilted and cannot charge. Patient also wanted more coverage.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.